Event description:
The facility reports the caregivers were transferring the resident from their bed to the chair. The sling broke when the nursing assistant pulled the resident down to the chair. The resident hit the side of their head on the leg of the lift. No injuries were reported.